Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. After switching on the device, it passed the self test and then the leds of the atrial sense and ventricle sense lightened up, and then the device shut down. The battery was depleted. Tested the device with a full battery. When the battery chamber was opened, the device shut down immediately, while it should be pacing for at least 20 seconds. Checked it multiple times, but the same situation. The capacitors on the main board were defective. It was also noted that the battery contacts were visibly contaminated, both cover bail attachments were cracked and one bail attachment was missing, and the upper housing was cracked. The capacitors on the main board, the upper case and keyboard and the cover bail and bail attachments were replaced. The battery contacts were inspected and visible signs of contamination were removed. The device then passed all testing.

Event description:
It was reported that the device displayed a self-test error code. The external pulse generator (epg) was returned to the manufacturer for servicing. It was analyzed and tested out of specification. There was no patient involvement.